Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.1 had failed, which located on srf4west. The customer tried to recover the drawer and restarted the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,05-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 had failed. Attempts were made to recover the drawer and restart the device; however, the issue persisted and was not resolved. The field service engineer (fse) identified that multiple half-height cubie pockets had failed and were missing from the medication application configuration. The row board cable connections were reseated, and all cubie trays and pockets were properly repositioned. The fse then performed testing and was able to successfully recover all pockets and the drawer, confirming proper functionality. The system functioned as intended after field service engineer repaired the device.